Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 device was returned in good visual condition with a clip jammed between the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, seventeen clips were ejected and then, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic chole procedure the clips were coming out of the device sideways and then not forming. A competitor¿s device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.